Manufacturer narrative:
Device analysis: one smiths medical level 1 hotline blood and fluid warmer was returned for analysis with a worn tank cover and front cover and damaged line cord. During analysis, the customer's reported problem was able to be duplicated. It was noted that the device alarmed immediately saying the water level was low which was incorrect confirming the customer's reported complaint. The float switch was noted to be faulty and was the cause of the reported problem. Service replaced the float switch to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "issue with the floater / water was low when full, then gave error". No adverse effects were reported.